Manufacturer narrative:
(B)(4): product passed functional testing per process summary (B)(4) during 6 hour burn-in. No problem found. Customer states that a 3m split pad model #9165 was used on patient. This pad has only 15 square inches of surface area. Product IFU states that a pad must have at least 20 square inches of surface area for proper use. Customer used the 3m pad improperly. Root cause of patient injury is improper use of product. (B)(4)

Event description:
After a shoulder arthroscopy procedure, it was noticed that patient had a ground pad burns after removing ground pad, redness around the edges of the pad impression; two times redness in center, as well. Within 1/2 hour redness turned to blisters; treated with silverderm ointment; healed with in one month.